Manufacturer narrative:
An investigation was done and it states that the dimensions of the screw were found to be in compliance with technical drawings and ao/asif specifications. The examination of the raw material testing certificates and the manufacturing papers was not possible since the lot number is unknown. Additionally, the material of this screw is in compliance with the international standard. Based on the dimensions and the appearance of the fracture face we exclude a manufacturing fault. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: a vet locking screw broke. The head of the screw broke off within 10 days of surgery. The dog was not weight bearing much post op and was a routine cruciate (ccwo). It was a 2.7 locking screw in a tibial plateau leveling osteotomy plate. The dog was a 7 year old highland terrier weighing 11.2 kilos. This report is for 1 unknown locking screw. This is report 1 of 1 for complaint (b)(40.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product.subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.